Event description:
Per importer's MDR: MDR decision date: (B)(6) 2013. No serious injury alleged. Malfunction alleged. Ivc territory business manager states where the top of the vertical portion fit into the upper, the slot has expanded, making the trapeze wobbly. MDR filed.